Event description:
It was reported that an ilet screen cracked after the user rolled over on it while in bed, and the device remained operational; the device was exchanged for a replacement due to concern that structural integrity could be compromised. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and return of the original device for assessment. Investigation of this case revealed physical damage to the display screen with the device otherwise functioning. It was concluded that the event was due to accidental damage unrelated to device manufacturing or performance.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.